Manufacturer narrative:
The device has not been returned/ received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, freedom from hazard alarms and confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient was hospitalized due to high blood glucose (bg) levels 585 mg/dl and ketones present, while wearing the pod on the abdomen between 4 and 24 hours. Multiple corrections were administered using the pod (30 units) but the bg levels did not decrease. The pod was removed and the cannula was noted to be bent. At the hospital, the patient was given infusions of insulin, saline solution and potassium as treatment.